Event description:
It was reported that the patient with this pacemaker had exhibited infection. Also, information was received mentioning that there was noise over sensing in the right ventricular (rv) lead channel. Impedance issues were observed when changing the polarity from unipolar to bipolar, therefore the polarity was left in unipolar. Programming and procedural options were discussed for this patient. All available information indicates that as of this time, the pacemaker with the right atrial (ra) lead and right ventricular (rv) lead remain in service. No additional adverse patient effects were reported. The pacemaker will not be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.